Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the plastic distal end cover of the bronchovideoscope was burnt. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible the following led to the malfunction: the electrode was applied close to the distal end of the endoscope when the high-frequency cauterization was used; however, a definitive root cause of the reported issue could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following IFU: inspection method for the suggested event1 is described in the instruction manual (operation manual) for bf-290 series ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.